Event description:
It was reported that approx. 78 months after the implantation this lead was capped, left in situ and replaced with a new lead due to shock impedance out of range. The ICD was also replaced during the surgery.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. During the analysis of the provided follow up data, three rv shock impedance measurements greater than 150 ohms were noted, as reported in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.